Event description:
Info received indicates when the brake is engaged, three of the casters will continue to swivel.

Manufacturer narrative:
The tech replaced the worn casters to repair the stretcher.